Event description:
The international customer reported the ventilator would not power on via ac mains power. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers service engineer ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Completion of service pending.